Manufacturer narrative:
The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks

Event description:
It was reported that a patient implanted with an impella experienced gastrointestinal bleeding. In response, heparin was withheld. The patient survived.